Manufacturer narrative:
(B)(4). The complaint of juncture hub leaked in use was able to be confirmed by the customer supplied video. The video revealed fluids leaking from the juncture hub in use. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." A device history record review was performed with one finding which was not relevant to the complaint issue. Based on the customer report, manufacturing site comment and the video evidence received, the root cause was determined to be manufacturing related. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "when placing the catheter and connecting the base solutions, a leak is observed near the insertion site, the flow of the solution is evident where the perforation or damage to the catheter is noted, the placement is performed by a vascular surgeon." The issue was resolved by changing the catheter. The patient's condition was reported as "critical" unrelated to the device.

Event description:
The complaint is reported as: "when placing the catheter and connecting the base solutions, a leak is observed near the insertion site, the flow of the solution is evident where the perforation or damage to the catheter is noted, the placement is performed by a vascular surgeon." The issue was resolved by changing the catheter. The patient's condition was reported as "critical" unrelated to the device.

Manufacturer narrative:
(B)(4).